Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "blue threads loose in pack". (Foreign material present in device). The customer reported some surgeons are complaining of "blue threads" appearing on instruments/cartridges during their cases. The fibers are noticed under the microscope by the surgeons and removed prior to entering the eye. No pt impact has been reported. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).